Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information requested and received: when the knife was moved forward a little and stopped in the way of the first stroke of the first firing, had the device cut? ¿no information. If yes, was the cut line equal in length to the staple line?...no information. Were the unformed staples delivered into the tissue? ¿no information. You have stated you are returning two devices. Did the same issue occur with both of the devices? ¿no information. If not, what was the issue with the second device? ¿no information. When the knife was moved forward a little and stopped in the way of the first stroke of the first firing, had the device cut? ¿no information. If yes, was the cut line equal in length to the staple line? ¿no information. Were the unformed staples delivered into the tissue?...yes.

Event description:
It was reported that during a semi-open lobectomy, the knife was moved forward a little and stopped in the way of the first stroke of the first firing. The device was used on the left upper lobe bronchus. The cartridge was ecr45b (lot# n53d23). The jaws were opened by pushing the release button. As the deployed staples were unformed, additional suture was performed by hand. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Date sent: 11/07/2016. (B)(4). The analysis found that one pce45a device was returned with no apparent damage and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An ecr45b cartridge reload was received partially fired 1/10 and not loaded in the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.